Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2009.according to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician's office, as of a follow up medical appointment in 2009 (date not provided), no patient complications were reported.all other information is unknown and unavailable.